Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Unknown when nail bent. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA original implant date unknown, sometime last year. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 22nd june 2012, expiry date: 1st june 2022, no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient came with a bend nail on (B)(6) 2015, due to an accident after a year of fixation although fracture united. Implant became bend due to high pressure on area of implant stemming from a bike accident. Surgeon has removed the bend implant and implanted a new nail. No additional information will be coming. This report is 1 of 1 for (B)(4).